Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer states that he gave himself too much insulin because his blood glucose levels were high. The customer did not use the bolus wizard. The low blood glucose was a result of the customer giving himself a lot of boluses. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.